Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken reservoir tube lip and cracked case at the display window corner. The test infusion set and reservoir does lock into place.

Event description:
A customer reported via phone call indicating physical damage in on their insulin pump. The customer states that the reservoir does not lock into place. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.